Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a jelco® needle-pro® edge¿ safety device was engaged, which bent the needle and caused the needle to stick through the safety device. This incident occurred during removal of the device. No patient or clinician injury was reported.

Manufacturer narrative:
One jelco® needle-pro® edge¿ safety device was returned for evaluation. Visual inspection found the device was used and activated, and the cannula was slightly bent. Magnified inspection did not identify obstructions and met dimensional specifications. Based on the evidence, the complaint was observed and the device met manufacturing specifications. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.